Manufacturer narrative:
The medical center returned to abiomed the impella ld product for investigation and analysis, as well as the pump data logs. When the pump was opened and broken down upon the benchtop there was an observation made of blood ingress into the motor. The failure mode will be monitored and trended.

Event description:
A patient was admitted with multiple cardiac and renal comorbidites for a coronary artery bypass surgery. Post cardiotomy he exhibited shock and had an impella ld placed for hemodynamic support. After just over 19 hours of ld support the pump stopped. The pump stop was unable to be rectified and so the pump was explanted and an iabp was placed for support. The patient survived.